Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. No additional patient or event information is available. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. It was reported that the patient was using a receiver intended for a different patient. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the system is intended for single patient use and requires a prescription.